Event description:
User experienced discrepant results for approx 6 or 7 patients for co2 and creatinine. The following examples were provided: initial co2 result 28 mmol/l, repeat 22 mmol/l; initial creatinine result 1.5 mg/dl, repeat 0.6 mg/dl; initial co2 result 33 mmol/l, repeat 21 mmol/l; initial co2 result 42 mmol/l, repeat 25 mmol/l; initial co2 result 34 mmol/l, repeat 24 mmol/l; initial co2 result 42 mmol/l, repeat 31 mmol/l. The initial results were reported, patients not adversely affected. The field service rep determined rinse nozzle 1 vacuum tubing had a hole in it. The tubing was replaced.